Manufacturer narrative:
A leak in circuit alarm occurred. Esp personnel explained the use of the iab fill key to correct the alarm and the reason behind it.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.